Event description:
The following has been reported: biomed called and reported pump problem. No patient harm. Biomed will clean pins, run test infusion and send logs. 10/30/24: biomed sent logs a preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 actuation failure. The pump alarmed immediately on startup and log file review confirms the valve 1 actuation failure. An internal investigation was performed and damage was identified to the handle and front housing. The handle has a broken screw boss for the pneumatic plate and the front housing also has a broken screw boss.